Event description:
Event description guidant received information that this pacemaker dependent patient was not feeling well, similar to how he felt prior to his pacemaker implant procedure, approximately 2 weeks ago. The pacemaker has a loss of capture, with the threshold measurement increasing from 0.4 volts at implant, to 4.5v now. Impedance maeasurements at implant were 430 and are now 310.